Manufacturer narrative:
Date of event was unknown, estimated by using aware date.

Event description:
It was reported that the patient experienced a cerebral vascular accident and cardiac arrest. It was reported via social media that this patient had a left atrial appendage closure procedure involving a watchman closure procedure. On unknown dates post procedure, the patient experienced multiple cerebral vascular accidents and two cardiac arrest events.

Manufacturer narrative:
Patient code updated from cardiac arrest - 1762 to myocardial infarction - 1969. Date of event was unknown, estimated by using aware date.

Event description:
It was reported that the patient experienced a cerebral vascular accident and cardiac arrest. It was reported via social media that this patient had a left atrial appendage closure procedure involving a watchman closure procedure. On unknown dates post procedure, the patient experienced multiple cerebral vascular accidents and two cardiac arrest events.